Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h3, h6(health effect ¿ clinical code,medical device ¿ problem code,type of investigation,investigation findings,investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse cleared the logs to fix the reported fault. The fse performed full testing per specifications.

Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was showing "iabp may require maintenance error". There was no patient involvement.